Manufacturer narrative:
Although requested, the device was not returned for evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause.

Event description:
A surgery center reported that following implantation of a toric multifocal intraocular lens (iol) in a patient¿s left eye, the patient experienced decreased vision and difficulty with nighttime driving. Approximately five weeks after symptom onset, the iol was explanted and replaced with a toric monofocal lens (iol). The surgeon attributed the patient¿s symptoms to significant glare associated with the multifocal iol. Following the lens exchange, the issue was resolved, and the patient¿s outcome was reported as good.